Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had low reading of 38 mg/dl. The customer treated with glucose tablets and juice box. The customer mentioned she was low due to changing the pump and not eating lunch soon enough. The customer also had reading of 287 mg/dl. The customer declined to troubleshoot for high readings. The insulin pump was not returned for analysis.